Manufacturer narrative:
Service was not requested by the customer for this event. An on-site evaluation of the analyzer was not performed by bec. A root cause has not been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report one (1) erroneously low lactate (lac) result generated on their unicel dxc 800 pro synchron chemistry analyzer. The erroneous patient sample result was reported out of the laboratory. When the customer had discovered the erroneous result, the ordering physician was immediately notified. The patient was not treated or impacted due to the erroneous result. The customer reported that quality control (qc) results were within established ranges both prior to and after this event. The customer reported that the patient sample was reassayed on a second unicel dxc 800 pro synchron chemistry analyzer in the laboratory using the new lact method for assaying lactate. A higher result was obtained. The patient sample was then reassayed on the original analyzer for lactate. The result obtained correlated with the result from the other analyzer. No error messages were generated by the analyzer. No other patient sample results were in question.